Event description:
The customer reported a no delivery alarm. Instructed the customer to change the infusion set. Later a nurse called and reported that the customer was hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was performed and the insulin exited. Three days later the contact called back and stated that the customer was disconnected from the pump over night and was still receiving an alarm while disconnected.